Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during the procedure, the surgeon picked up a resectoscope and the monopolar bovie cord made a popping sound, glowed orange and detached from the device. The fire alarm was immediately activated and all equipment was unplugged. A new bovie machine was obtained and the procedure continued using bipolar. The surgery concluded at 13:38, followed by sign out and debriefing. The patient exited the operating room at 13:53. Postoperatively, the patient remained stable in the pacu (post-anesthesia care unit) with normal vital signs and an aldrete score of 10. The patient was awake, breathing independently, hemodynamically stable and reported no nausea or anesthesia-related complications. Airway patency, hydration status and pain control were satisfactory. The patient was cleared for discharge home.